Event description:
A loqteq reconstruction plate 3.5 with 10-holes broke in patient. Revision surgery was required.

Manufacturer narrative:
The device has been returned by the user and will be evaluated as soon as possible.